Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of a bolus anomaly and damage from the insulin pump. The customer's blood glucose reading was 4.5 mmol/l. The customer stated that there is a crack on the upper right hand corner of the display screen in the casing of the pump. The customer thinks that the pump is not delivering the correct amount of insulin. The customer will return the pump for analysis.